Event description:
It was reported to medtronic minimed that the customer reported battery cap damage. The customer stated that the location of the damage was at the back of the pump, and the damage was impacting the pump's functionality. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the cosmetic damage, and the customer was instructed that the pump would be replaced. Troubleshooting was performed for the battery cap damage, and the customer was advised to send accessories-1527 as a replacement for a battery cap. The customer stated that the damage was on the metal contacts. No harm requiring medical intervention was reported. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial follow-up report. The updated additional information has been provided in below sections with this follow-up report. 1. Section h6 - updated component code, type of investigation, investigation findings, investigation conclusion 2. Section h11 - updated analysis summary . Test p-cap and reservoir locked properly into the reservoir compartment during testing. Unit was received for cosmetic damage allegations; however, after multiple battery replacements unit persisted on blank display. Pump received with blank display due to a cracked case behind the pump at the battery compartment, causing the battery tube to become loose, and the test battery cap not making contact with the battery tube. The battery tube assembly was pushed back in the right position, monitored, and afterwards, no blank display was noted. The following cosmetic damages were noted: cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery threads, serial label missing, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In summary, the customer's allegation of cosmetic damage to the case was confirmed during visual inspection when a cracked battery tube, case, threads, and the corner of the belt clip rails were noted. However, customer concerns of a damaged battery cap and missing battery contacts were unknown due to the unit having an absent battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into the reservoir compartment during testing. Unit was received for cosmetic damage allegations; however, after multiple battery replacements unit persisted on blank display. Pump received with blank display due to a cracked case behind the pump at the battery compartment, causing the battery tube to become loose, and the test battery cap not making contact with the battery tube. The battery tube assembly was pushed back in the right position, monitored, and afterwards, no blank display was noted. The following cosmetic damages were noted: cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery threads, serial label missing, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In summary, the customer's allegation of cosmetic damage to the case was confirmed during visual inspection when a cracked battery tube, case, threads, and the corner of the belt clip rails were noted. However, customer concerns of a damaged battery cap and missing battery contacts were unknown due to the unit having an absent battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.